Event description:
It was reported that the 9900 system rebooted twice during a case. The procedure was complted without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord and hard drive were replaced. The software was re-installed during the service call. The system was tested and found to be working as intended, and put back into service.